Event description:
Per the clinic, the patient was treated with kenalog injections (dates and amounts not reported) to manage skin overgrowth around the abutment site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.